Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
On (B)(6) 2013, the patient reported that she was in the hospital two months ago and her doctors stated that it was due to failure of the infusion device. She stated that she was in the hospital for 4-5 days. Her blood glucose level had been elevated to 500 to 600 mg/dl. Her target range is 250-300 mg/dl. She was administering insulin, but her blood glucose levels were not going down. When the patient was released from the hospital, she was told not to resume use of the infusion device. She stated that she has lost confidence in her infusion device. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.